Event description:
The physician began the case by inserting the pss032 (032 separator wire) into the psc032 (032 reperfusion catheter) using an introducer. At the time the separator tip appeared straight. As the separator advanced the physician felt increasing resistance. Checking the separator under fluoroscopy, the physician noted that the tip of the separator had folded back on itself. The separator was removed and replaced with a new one. The physician completed the case without further incident.

Manufacturer narrative:
Technical evaluation: the very distal tip of the wire has a small "j" shape. The wire is also kinked at the distal end of the cone. Conclusion: during separator insertion the tip took on the "j" shape. This "j" section was narrow enough to pass through the 0.041" diameter proximal lumen but it jammed in the 0.032" diameter distal lumen. The kink resulted from the jamming. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the device history record was completed on part # 0533 (lot # l12443). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and are deemed acceptable.